Manufacturer narrative:
Device evaluation: analysis of the extension found no significant anomalies. It was noted the extension body was cut through and segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0216499463, implanted: (B)(6) 2019, product type: lead; product ID: neu_ perc_extension, lot# unknown, implanted: (B)(6) 2019, product type: extension, product ID: 357664, lot# 679110001, product type: screening device. Other relevant device(s) are: product ID: neu_perc_extension, serial/lot #: unknown, UDI#: asku, source country: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had initially received therapy from her external neurostimulator (ens) but had ¿issues connecting.¿ however, as of (B)(6) 2019, the patient was not receiving therapy from their ens. There were ¿no falls¿ reported and although the patient¿s dressing had been changed, there was ¿no report of damage to external components.¿ the patient¿s dressing was removed at the time of report in an effort to diagnose the issue. It was stated the issue was revealed with dressing removal and that there was a ¿percutaneous extension break;¿ the extension was found to have been broken about 3 cm away from the twist lock cable. Though it was initially assumed the patient¿s ¿issues connecting¿ were due to a bluetooth issue between the ens and patient controller, it was later ¿assumed that the percutaneous extension was compromised.¿ the patient went ahead with their planned stage 2 implant procedure on (B)(6) 2019 without issue. It was noted the patient had four bare percutaneous extension wires exiting them at the time of the stage 2 procedure and that the patient¿s lead was to be used if it remained undamaged. No further complications were reported or anticipated.